Event description:
It was reported that upon the post-op device interrogation a patient enrolled in the (B)(6) presented with no capture on the right atrial (ra) lead. An x-ray confirmed a lead dislodgement. Reprogramming was completed to a single chamber mode due to the patients condition of chronic atrial fibrillation (af). The ra lead remains implanted but has been electrically abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)